Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was interrogated in-clinic to clear the power on reset (por).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable pulse generator (ipg) power on reset (por) occurred. The patient is scheduled to be seen in clinic. No patient complications have been reported as a result of this event.